Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received further clarified that the knife did not cut during surgery while performing the main incision. An alternate knife was obtained and the procedure was well completed. The patient may have experienced a slight astigmatism, but this could not be further clarified or confirmed and no additional information can be expected.

Manufacturer narrative:
No sample has been returned for evaluation for the report of a knife would not cut therefore, the condition of the product could not be verified. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicates that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A health professional reported that a knife did not cut. Procedure details information is unknown however, there was no impact to the patient. Additional information has been requested.